Event description:
The customer received a blood glucose reading on the contour next ez that was 30mg/dl higher than on the doctor's meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Strips were not expected to be returned. Product was not replaced.